Manufacturer narrative:
Continuation: product ID (B)(4) lot# serial# unknown implanted: explanted: product type recharger . The "foreign" report source was not checked in the initial report; the country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial #: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. G2: the country of origin is australia. H3: a recharger, model #: 37751, serial #: (B)(6), was returned for product analysis. Analysis found a failure for a different device, desktop charger model # 37761 serial # unknown. Analysis of the model # 37751 recharger revealed that a desktop charger connector pin was stuck in the recharger connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A recharger was returned with no known issues. An in-house failure of a desktop charger was found.